Event description:
Eye care practitioner (ecp) trial fit pt with avaira toric (enfilcon a) lenses. Pt wore the lens for 6 weeks and was fine. When pt put a new contact lens in the eye became irritated. Pt went to ecp and described the eyes as being "butchered" and having "shredded corneas." Attempts by coopervision to receive add'l info regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported by eye care practitioner directly to coopervision sales rep. Method: a lens from the same lot as the actual lens involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. Results: attempts to obtain add'l info were unsuccessful. Coopervision cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. No failure was detected and the product was within spec. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.